Event description:
The original valve was implanted in 2010. The patient's dental history in 2011 was significant: in need of dental cleaning and a tooth extraction as told to her by her dentist. The patient was referred to an oral surgeon but never followed up. She did report taking an antibiotic prior to the dental exam. She developed fevers, malaise, left sided chest pain and shortness of breath (sob). She presented to our sister hospital summer of 2011. She was diagnosed with bacterial endocarditis. She left our sister hospital to go to the oral surgeon where she had 2 teeth extracted. She then later returned to our facility for device explant. She was subsequently discharged post explant without complications.======================manufacturer response for mitroflow-aortic pericardial heart valve, mitroflow (per site reporter).